Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge on pump despite having sufficient usable insulin, and issue occurred while pump was worn in case. There was no adverse impact to the customer¿s blood glucose level. Customer first reloaded same cartridge without success, then filled and loaded new cartridge using proper technique, and issue was resolved after second cartridge was loaded; customer successfully resumed insulin and requested replacement pump.